Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident to receiving dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 1.5% and 2.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal pd2 1.5% and 2.5% ultrabag therapy was ongoing. On an unreported date, the patient made a mistake and experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique. It was not reported if the peritoneal effluent analysis was completed before starting antibiotic therapy. On an unreported date, the patient was treated with vencogen (1g, route and frequency not reported) and amikacin (120mg, route and frequency not reported). It was not reported if the patient received re-training on aseptic technique. Outcome for the break in aseptic technique was not reported. Peritonitis was resolving. A causality assessment for the break in aseptic technique was not reported. Peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved use error and there was no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).this report of use error-breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause could not be determined.

Manufacturer narrative:
(B)(4). Per the local baxter affiliate, the patient was re-trained on proper aseptic technique.